Manufacturer narrative:
If explanted, give date: not applicable as lens remains implanted. Device evaluation: product evaluation cannot be performed as per the initial report, the lens remains implanted. The complaint issue reported could not be confirmed and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study subject noted a lens axis misalignment of 10 degrees. The lens axis placement was 175. The lens axis placement became 005. Pre-op best corrected visual acuity (bcva) was: 20/40 right eye (od); 20/40 left eye (os). Visual acuity not captured at 1 week visit. Nevertheless, no plan for intervention. There was no other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.